Manufacturer narrative:
The following sections have been updated or corrected: additional information was corrected based on new information received. Additional information received has been added to event, the event description. The device expiration date was added to device manufacture date . Concomitant medical products , the date the device was returned to the manufacturer was added. Device evaluated by MFR , the device was evaluated by the manufacturer was added. Device manufacture date , the device manufacture date was added, and it was added that the device was reused. Test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the evaluation of the data log, the handpiece and system performed as expected. It was reported that no secondary intervention beyond the standard of care was necessary. It was also noted that there will not be a permanent scar. As such, this event has been re-assessed by the medical reviewer and is no longer considered a serious injury.

Event description:
It was reported that the tip was inspected before treatment, and every 100 reps thereafter. The event occurred at 250 reps. The system gave a "tip too warm" error during treatment. 30 mls of coupling fluid was used during the procedure. The patient was administered emla 5%, for pain, and a topical cream after treatment.

Manufacturer narrative:
The investigation is pending.

Event description:
A user facility in (B)(6) reported that a patient received a burn on their face during a thermage facial treatment. It was reported that after shooting 2-3 shots, the machine will tip up to warm, and patient's skin turned immediately red, raising into small blisters over the entire face. It was reported that the tip was used for 900 shots, and that the energy level used was 1.5-2.0, with no vibration. Though requests have been made for additional information, and a patient status update requested, neither has been received to date.